Event description:
It was reported that air bubbles were observed within the patient line. The customer's blood glucose level ranged from 353-354 mg/dl. Reportedly, the customer primed the infusion set tubing to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.